Event description:
Customer reports "a bi-fuse maxplus extension set has a piece of the pump set broken off in the maxplus." Although no details were provided, it is presumed that the product was in use on a patient at the time of the event because the pump set would likely have been connected to a maxplus valve on the patient's IV access. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of pump set broke off in maxplus valve could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.